Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alerted to a lost sensor. The customer's blood glucose reading was 50 mg/dl at the time of incident. Troubleshooting found that the lost sensor was not in the pump history and the pump may have gone into threshold suspend. Customer declined blood glucose troubleshooting.